Event description:
It was reported that the superior end of the pump was pressing on the underside of skin. The cause of the problem was unknown. The healthcare provider (hcp) felt that it was an erosion hazard. No diagnostics or troubleshooting was performed. A revision was performed on (B)(6) 2015 to anchor the superior end of the pump to deeper tissue. There were no patient symptoms. The patient tolerated the procedure and recovered well without immediately apparent sequelae; ¿alive no injury¿. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).